Manufacturer narrative:
The patient¿s age was reported to be ¿50¿s¿ (not further specified). The patient experienced the peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). On an unreported date, in the same month as onset, the peritonitis was resolved and the patient was recovered from the event. At the time of this report dianeal/reguneal therapies were ongoing. No additional information is available.